Event description:
It was reported the customer was hospitalized due to blood clots from their diabetes. It was also found the customer had pneumonia. Customer's mother stated they were released on (B)(6) 2015. It was found the customer would experience low blood glucose reaching 41 mg/dl. The mother declined to troubleshoot for the customer's low blood glucose. Customer's blood glucose was 291 mg/dl at the time of the call. The mother also inquired how to change the customer's basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.